Event description:
It was reported that the keypad button presses did not activate desired pump functions. It was reported that the ok keypad button has to be pressed several times before responding. The pt claimed that the ok button feels flat; however, all the other keypad buttons are responding appropriately. Here was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad appears to be intact with no lifting or peeling observed, the up, down, ok and contrast keypad button intermittently responded and required excessive force to activate during testing, it was observed that the up, down and contrast key contacts were misaligned, the contrast key was also inverted, the up, down and ok key contacts became inverted when pressed and did not always spring back, and there was evidence of adhesive/contamination under all key contacts.